Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatectomy, on the first reload, the surgeon was able to press the green button but could not squeeze the handle, the stapler would not fire. It was replaced by another reload, but the firing was stuck midway, and could not be continued. The knife was then retracted, and the reload was removed from the patient. The surgeon used a hand sew method to transect the pancreas. There was no patient injury.